Event description:
Surgeon was inserting a collamer intraocular lens model cc4204bp, and the lens tore. The surgeon removed the lens without enlarging the incision. No patient injury.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product shows the lens optic is torn in half. One of the haptics is torn off/missing. Clear surgical residue on product. Conclusions: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.